Event description:
It was reported by service report that the fowler will not raise or lower. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler. The customer contact evaluated the unit visually and functionally.